Event description:
It was reported that a pc unit shut off during infusion. There was patient involvement, however outcome is unknown. Although requested additional information was not known. A copy of the medwatch report from FDA was received, which states, "while medications were infusing, the alaris pump main brain malfunctioned requiring stopping and restarting of the pump, and reprogramming of medications."

Manufacturer narrative:
Correction : describe event or problem, FDA notified?, report source other. Additional information : report source.

Event description:
It was reported that a pc unit shut off during infusion. There was patient involvement, however outcome is unknown. Although requested additional information was not known.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.